Event description:
It was reported that the vns patient had recently experienced a "slight" increase in seizures. The patient's generator was not believed to be at end of service but the site was reportedly referring the patient for prophylactic generator replacement. The relationship of the patient's increased seizure frequency to the pre-vns baseline frequency is unknown. A battery life calculation was performed that estimated the generator was likely not at, near, or past end of service. Attempts for additional information have been unsuccessful to date. Surgery to replace the generator appears likely.

Event description:
Additional information was received indicating surgery to replace the patient's generator has occurred. The explanted generator was returned and underwent analysis. A returned product form returned with the generator indicated the replacement was due to patient family request and [battery life calculation]. The generator performed to specifications and no anomalies were found.